Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly despite being charged with multiple cables and adapters. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.